Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20465. Further follow up identified postoperatively, the patient is receiving stimulation in the pain areas however he is not receiving any pain relief. Reprogramming was tried and patient was given burst programs to try.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20465. It was reported during post-operative programming the patient (B)(6) experienced chest pain with stimulation which was resolved with burst programming. However, effective stimulation was never established. As a result, surgical intervention was taken on (B)(6) 2015 where the leads were repositioned.